Event description:
The new b&d 3 cc syringes pop off when injecting the pt with radiopharmaceutical during procedure. Splash on floor, personnel, and treadmill. Room had to be closed for 24 hrs for decontamination. Pt ok. Complaints of from other health care providers in the facility concerning this syringe.